Event description:
It was reported that it was difficult to deflate during pretest.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Visual inspection noted one silicone temperature sensing foley catheter was received. Visual evaluation noted no obvious defects. The catheter's balloon was filled with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The balloon deflated with difficulty. The balloon was dissected to find that the inflation notch was not completely perforated. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be inadequate pressure on the machine to punch. The product was not used for diagnosis or treatment. The product was influenced by the reported failure. The product failed to meet specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate during pretest.